Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was leaking from the cartridge septum. Blood glucose level was 124 mg/dl. A new cartridge was successfully loaded to address the issue.